Event description:
Neuroform stent placement with subsequent pt death. Pt found down in hot tub. Please note that the stent placement occurred in 2004 to treat a basilar artery aneurysm, and the pt later expired 2 months later.